Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received no delivery alarm. The customer¿s blood glucose level was close to 400 mg/dl at the time of incident. The customer¿s current blood glucose level was 394 mg/dl. The customer reported that he was giving bolus and the insulin pump stopped and the insulin pump received no delivery alarm. The customer was treated with insulin pump for high blood glucose level. The customer reported that he thinks that the cannula was not bent and the last one he changed was okay. The customer performed fixed prime and the insulin exited with not triggering no delivery alarm. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime/compromised force sensor system and excessive no delivery test. No unexpected no delivery alarm noted. Unit was received with minor scratched display window, stained address/serial number label and cracked reservoir tube lip.